Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. The customer reported that she had flu like symptoms after receiving a shot and that the blood glucose kept going up. She was wearing the insulin pump at the time of the event and was treated for four days in the cardiac intensive care unit. The insulin pump was not replaced or returned for analysis.